Event description:
Report received indicated the end user developed an irritation that appeared after a pouch change prior to the receipt of complaint. It was approximately 2 inches from the stoma in a crease, but does not extend to the stoma. Report noted end user using an adhesive remover and washes with soap and water. Applies stomy powder and dust excess, then uses a skin prep before applying the appliance. Pt outcome was not reported.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. The brand name should read as s4s/sur-fit natura 2 pc - 2 pc stomahesive (sh) wafer w/ flexible collar. A review of complaints for previous 12 months was performed and this is the only complaint of this type for this icc code. There is not indication of complaint trend based on this review and no nonconformance or CAPA's relating to the primary issue was noted.